Manufacturer narrative:
Investigation summary: one sample was received. It came in an open packaging blister. It has the plastic shield. Visual inspection was performed finding no defects, deformation, clogging or any other type of defect. Four photos were provided. They show the packaging blister and the sample received. Failure mode could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure with the sample or photos provided. This is the 1st complaint for lot # 9206192 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd interlink¿ blunt plastic cannula was found damaged during use and the patient couldn't be injected as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "hcp tried to inject and connect cannula however s/he couldn't do it."